Event description:
The reporter called and alleged a discrepant result when compared to the lab during a study. The reported device result was 1.5 inr. The corresponding lab result reported was 2.0 inr.

Manufacturer narrative:
Two other strip lots in user were: 149a expiration 2/28/07 and 222a expiration 6/30/07.